Event description:
Infant in rewarming phase when cool cap machine made a "pop" noise. A burning smell was noted near the machine and the screen went black. The device was immediately unplugged from the wall outlet. All probes were removed from the infant and away from the bed. Infant was placed on cooling blanket to continue therapy.====================== health professional's impression======================second incident of same circumstances within four month period. Unknown cause. No patient injury.